Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electrosurgical unite (iesu) was analyzed. Failure analysis investigations replicated/confirmed the customer reported complaint. The reported failure (error c-34) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Manufacturer narrative:
Based on the claim against the product by the customer noting c-34 error, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error in the logs and reproduced the reported failure. The integrated electrosurgical unit (iesu) was replaced. The system was tested and ready for use. The complaint regarding c-34 error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to request the isi iesu for evaluation. Isi has not received the product involved with the alleged issue to perform failure analysis. Therefore, the probable root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) exhibited a persistent issue during the procedure. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that there was a repeated error c-34 after the switching on the system. The procedure was completed with no reported injury nor delay. Isi followed up with the customer and obtained the following additional information: the procedure was completed with no reported injury.